Manufacturer narrative:
H3: for mainframe, analysis found inspection at receipt, confirmed that the power cord insertion part was damaged and the rubber feet on the bottom were missing. Replaced the power module and attached the rubber feet. After 24-hour aging inspection, a final operation check was performed and confirmed that there were no abnormalities. Repair and inspection completed stickers were attached. For interface, analysis found inspection at receipt, confirmed that it does not respond due to the fuse on the stim1 side is blown. After 24-hour aging inspection together with the mainframe, a final operation check was performed and confirmed that there were no abnormalities. Repair and inspection completed stickers were attached. F6: for mainframe: fdr 180 no longer applies. For interface: fdm 4118, fdr 3233 and fdc no longer applies, 11 applies. For interface: fdr c06 and fdc do2 applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
For the mainframe and patient interface : analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. For the muting probe: analysis found missing o-ring and the inside magnet was defective mainframe and patient interface: concomitant medical products: other relevant device(s) are: product ID: 8220325. Product ID: 8253200, serial/lot#: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the system can not stimulate intra operatively. There was no patient impact.